Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to verify power loss alarm, low battery alert or replace battery now alarm due to blank display. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.